Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 20-aug-2020.

Manufacturer narrative:
The subject device was not received for evaluation. A sample reference unit was used to check the units connection with a test endoscope and determined that the biopsy valve can be properly attached to the endoscope without causing any damages. Review of DHR (device history records) for the lot provided indicated that the device were manufactured in accordance with the procedure and specifications. Detail investigation is not possible as no evidence of leakage.(e.g. A picture of leak) was provided. Leak is likely to occur when the biopsy valve is damaged. Per the IFU (instructions for use) , the following can cause damage to the biopsy valve. Improper attachment of the biopsy valve loose or angled insertion of the syringe angled insertion of the instrument in summary, the subject valve was not received and not available for investigation. The exact root cause cannot be conclusively determined. Probable cause could be due to mishandling and improper attachment. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during an unknown procedure the device disposable biopsy valve was found leaking. It is unknown what fluid was coming out from the biopsy valve. No further details provided. There was no patient harm or injury reported. No user injury reported.